Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg test system result for one patient. Three different samples were collected from the patient. Sample 1 ((B)(6) 2017): initial result was >10.000 miu/ml. Repeat result with a 1:100 dilution was 14332 miu/ml. Sample 2 ((B)(6) 2017): initial result was >10.000 miu/ml. Repeat result with a 1:100 dilution was 19866 miu/ml. Sample 3 ((B)(6) 2017): initial result was >10.000 miu/ml. Repeat result with a 1:100 dilution was 84355 miu/ml. This sample was tested on cobas 6000 e 601 module serial number (B)(4). All results were released to the physician, who asked the laboratory to repeat all three samples because the reported result for sample 2 did not match the clinical condition of the patient. On (B)(6) 2017 the customer repeated the samples on the cobas e 411 immunoassay analyzer. Sample 1: initial result was >10.000 miu/ml. Repeat result with a 1:100 dilution was 15401 miu/ml. Sample 2: initial result was >10.000 miu/ml. Repeat result with a 1:100 dilution was 92430 miu/ml. Sample 3: initial result was >10.000 miu/ml. Repeat result with a 1:100 dilution was 99152 miu/ml. There was no allegation of an adverse event. The reagent lot number was 189123. The expiration date was requested but was not provided. The qc results on the day of the event were within specifications. A specific root cause could not be identified. Possible causes include a temporary analyzer issue or a preanalytical issue. The analyzer alarm trace provided no indication of an issue and the analyzer performance data provided was within specifications. From a photo of the sample provided, red stripes were present in the gel of the sample.